Manufacturer narrative:
Correction - b5 - should have said failure to extend not failure to retract. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an implant procedure. Upon testing the right ventricular lead, the helix failed to extend. The physician replaced the lead during procedure. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. Upon testing the right ventricular lead, the helix failed to retract. The physician replaced the lead during procedure. The patient was stable.